Event description:
It was reported that a caregiver observed hyperglycemia with a blood glucose of 184 mg/dl while using the ilet and administered a fast-acting insulin injection, then disconnected the tubing from the body and planned a full supply change; the caregiver expressed concern about a potential device issue, though no alerts or malfunctions were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.